Manufacturer narrative:
Investigation summary: the complaint description is for 3ml product, however the batch and material # is for 1ml product. With no samples and no photos displaying the reported condition were received no defects could be confirmed. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd¿ slip tip syringe with attached needle stopper is not flush with the bottom of the syringe resulting in under dosage. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ slip tip syringe with attached needle stopper is not flush with the bottom of the syringe resulting in under dosage. No serious injury or medical intervention was reported.